Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, according to the provided information, the service technician inspected the equipment on october 31, 2025, and found that the power board was disconnected. This was the reason the equipment was not charging. The engineer reconnected the board, and the equipment became operational. No replacement parts were required. Based on the available information, the root cause of the reported issue seems to be related to an oversight when reassembling the device following the previous disassembly, which is therefore a usability issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: the hospital contact contacted technical support and reported that the device's battery is not charging. They also mentioned that this incident occurred because this device was assigned to treat a patient. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.